Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. No additional information provided regarding any follow-up testing.

Manufacturer narrative:
In section b2, "other serious or important medical events" has been deselected after being inadvertently selected in initial report.